Event description:
On (B)(6) 2011, a customer reported that due to a delivery issue, he did not receive the adc meter he was expecting. The customer reported "he left for (B)(6) for a job interview on (B)(6) 2011 , but at that point had still not received the delivery." As a result of the delivery issue, the customer stated "he ended up in the hospital about 10 days ago (date not specified) in (B)(6)." The customer further reported "he was staying at a campground with a friend when he experienced symptoms of diarrhea and gas, later turning to constipation, lower back ache, and calves swelled up cutting off circulation to the back of his legs. Because of the swelling, he couldn't stand up, and was about to lose consciousness, but did not. At this point, his friend took him to a local hospital, where they later informed him his sugar was 360 mg/dl when he was admitted." The customer did not know what diagnoses he received. He reported treatment at the hospital with "something like a water pill but stronger than a pill" (diuretic), in addition to "insulin shots and blood transfusions", which were a change from his normal medications. He also indicated self-treatment with metformin. This is no report of death or permanent injury associated with this report.

Manufacturer narrative:
This is a final report. The medical event is related to a delivery issue. No product investigation is required. The date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The date of manufacture is unknown. Several attempts were made to contact the customer for additional information without success.